Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
An account manager reported on behalf of the customer that the swivel adaptor knob of the a2079 mayfield infinity xr2 base unit broke. It did not occur with a patient. The customer said they went to use it and pulled it from a room they kept it in and found it in a broken state. The date of the event was not specified. Additional information has been requested.

Manufacturer narrative:
The product was returned for evaluation. The loaner was received with no broken knob; the stationary faceplate was broken into pieces and needed to be replaced. Also, the unit was received without the suitcase. The device history record shows no abnormalities relate to reported incident found nor where there any variances, mrr¿s or reworks associated with this lot/work order number. No service history on file. Lot 134 has manufacturing dates of 1/30/2013 and 3/12/2013. The complaint event is confirmed. The root cause is unknown, however face plate appeared to be crushed.

Event description:
N/a.